Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during a procedure, a hair was found on the implant. Another device was used to complete the surgery.

Manufacturer narrative:
Returned product was enclosed in the inner tray covered with the retainer tray. The inner tyvek lidding was unsealed and still partially attached to the edge of the inner tray. This packaging was itself enclosed in the original carton, along with the shrink wrap of the carton and the package insert. The outer tray and outer tyvek lidding that originally contained the sealed inner tray after manufacture were not returned. The condition of the returned packaged device prevent from confirming the presence of hair in the sealed packaging. The sterile implant and instrument packaging operating procedure is in place to reduce the likelihood of hairs from being introduced into the packaging and was followed to package this device according to the device history file. The sterilization process for this device complies with FDA regulations and iso standards to a sterility assurance level (B)(4) or better. The manufacturing lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the presence of a hair in the package would lead to any infections or other bio-incompatibility if the device had been used. This device is used for treatment. Review of the device history records did not find any deviations or anomalies. A product history search identified no other complaints for this part and lot combination. A definitive root cause cannot be determined because the alleged deficiency could not be verified because of the condition of the returned package.